Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced return of symptoms on the left side of their body due to autoreducing. Diagnostics revealed high impedances on the right lead. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates there was no allegation against the lead. As such, the lead is no longer deemed reportable.